Manufacturer narrative:
The product is designed according to specifications. The product has been requested back from the consumer for further analysis by the manufacturers.

Event description:
Consumer claims wrong measurements.  Additional information: the product is designed according to specifications. The product has been requested back from the consumer for further analysis by the manufacturers.